Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Product was not returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4).

Event description:
It was reported that patient underwent primary knee procedure on (B)(6) 2004. Patient was playing in the back yard with his children when he heard/felt a snap in the knee. Revision surgery was performed on (B)(6) 2011 due to implant fracture. No further complications have been reported.